Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon removal from packaging, it was noted that the right atrial (ra) lead exhibited damage of insulation. The lead was not used, and a new lead was implanted. The patient was stable throughout.